Event description:
It was reported by a healthcare provider there was a leak in the intera refill kit tubing. It was reported that when the rn was flushing [implanted] pump, saline was noted to be leaking from tubing. Upon examination, the male end of microbore tubing set was noted to be cracked. Another administration kit needed to be opened. The healthcare had identified two lots (23f149ct and 23e069ct), and stated they thought it was 23f149ct. The kits were discarded by the healthcare provider.

Manufacturer narrative:
The suspect kit was discarded by the customer and not available for evaluation. The device history record for the suspect lot was reviewed. Two nonconformances were noted, both unrelated to the male luer. Both nonconformances were dispositioned per quality procedure and nonconforming product was scrapped. The lot met all functional and performance specifications prior to release from manufacturing.